Event description:
Caller reported a malfunction on the pump, but no notable events occurred before this malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to contact technical support if the issue recurs, which they acknowledged and understood.